Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the meter remote gave error 1 message while no action was taken by the user and the user was unable to clear the message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the meter is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.